Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one open and used sample to analyze this case. We have visually analyzed the detached needle received and there are marks of the needle holder/surgical instrument in the needle attachment zone. The needle was damaged during handling and it broke in the attachment area. Additionally, the needle of the sample received has been tested for bending strength and the results fulfil the specification: 45.02 nxcm in minimum (minimum bending strength specification for this needle: > 37.3nxcm). Reviewed the batch manufacturing record of this product, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. As informed in the instructions for use of the product: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage." Final conclusion: the needle received showed a damage in the attachment area caused by a wrong handling. However, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
We have received the following additional information of the case: it occurred while suturing the fascia during nailing of the femur to a fracture. Simple stitches and three knot at least were performed. There was no significant prolongation of the surgery.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosyn violet suture. The client reported that when closing a trauma surgery intervention, during realization of the knots, the thread was detached at the base of the needle. No more information has been provided.